Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer has a severe neurocognitive disorder which led the customer to accidentally requesting and delivering a 9 unit bolus. Subsequently, the customer's blood glucose (bg) lowered to 29 mg/dl. The customer required assistance addressing bg level with glucagon and frosting. Recommendation was made to discuss diabetes management with a healthcare provider.